Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead dislodged and there was loss of capture and oversensing. The lead was repositioned and now displays normal measurements and remains in use. It was further reported that the left ventricular lead had very poor thresholds. The lead was repositioned and remains in use. It was noted that the patient may have been non-compliant about limiting the movement of the left arm. No patient complications have been reported as a result of this event.